Event description:
This case was reported by a consumer (friend of patient) and described the occurrence of sickness in a patient who received super poligrip (formulation unknown) for denture adhesion. A physician or other healthcare professional has not verified this report. On an unknown date, the patient started super poligrip (dental). At an unknown time after starting super poligrip, the patient experienced sickness. At the time of reporting, the outcome of the event was unknown. Reporter could not provide lot code and is not returning product. No contact information was provided so this case is lost to follow-up. Additional information was received on 22 february 2010. The consumer friend reported that her friend has been using the super poligrip for long period of time and experienced a problem. The friend just had a kidney transplant and they are trying to determinate if the super poligrip caused her friend to experience kidney failure. This case is considered medically serious by gsk.

Manufacturer narrative:
Manufacturer's comment: poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).